Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm and motor error alarm on their insulin pump. Customer's blood glucose level was unknown. Troubleshooting was conducted and the device would not be primed. Customer was advised discontinue use of the device, and that it would have to be replaced and returned for analysis. The customer is receiving replacement pump, but declined to return their current device.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2015. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).